Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing skin infections, painful lipohypertrophy lumps, and scarring nearly straight away. The patient stated the reaction was not from a skin allergy to the adhesive, but likely an allergy to nickel. The patient reported blood glucose levels were unpredictable and usually high. The patient indicated following a very bad infection while using the last pod, they stopped using the device. The blood glucose levels were not reported, and the patient¿s diagnosis and treatment are unknown. There were no further details provided. Additional information is being requested. If additional details are provided, a supplemental report will be submitted.